Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. Per the physician, the pocket did not have enough tissue causing the ipg to be superficial. As such, surgical intervention was undertaken on (B)(6) 2018 to explant and replace the ipg will a smaller device. Stimulation was restored following the procedure.

Event description:
Additional meaningful information received indicated that the pain issue resolved post-operatively.